Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/22/2015 with the following findings: the battery compartment was observed to be cracked in the areas above and below the grip pad. The cartridge compartment was found to be chipped in the thread area. The threads of the returned battery cap were observed to be stripped; a test battery cap was used during the analysis. The display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, cracked cartridge compartment, damaged battery cap, and dim/discolored display screen visual. This report is made based on results of investigation completed on (B)(4) 2015.